Event description:
It was reported following an interventional procedure, during an attempt to deploy an angio-seal device, kinking occurred. A second angio-seal device was deployed without complications. Following transfer to the recovery room, a hematoma was noted. Manual pressure was applied to achieve hemostasis. Several minutes later, it was noted another hematoma had formed; manual pressure was again applied to achieve hemostasis. Approx. 15 minutes later, the pt complained of groin and back pain. A large hematoma was noted; a femostop was applied. A short time later, the pt developed bradycardia and hypotension; atropine was administered and the pt stabilized quickly and was reportedly recovering. The staff stated during access, the femoral vein was punctured first and then the femoral artery was accessed without complications.